Event description:
Md attempted placement of bravo capsule device during esophagogastroduodenoscopy (lot# 61130f; ID#: (B)(4)). Bravo device failed to be implanted correctly due to equipment malfunction. Faulty bravo device was retrieved from patient.